Event description:
I used a resmed airmini humidx plus refill cartridge from new box purchased from CPAP.com. This was the first refill box after using the one cartridge of this type that came with the new resmed airmini unit. I noted a very strong chemical smell upon opening the cartridge, which was not present with cartridge accompanying the new unit, and which continued after placing in the unit and using that night. Woke up a few hours after going to bed using the CPAP unit with massive, severe nasal and respiratory congestion and mild difficulty breathing. After stopping using the unit, and removing the cartridge I restarted the unit without any cartridge and all symptoms subsequently resolved. I called CPAP.com the next morning to report the incident. They indicated that they had gotten other similar reports from patients and said they advised me to "air out" the cartridge before using again and place in ziplock to preserve the humidity. I did this and on my next use of the airmini (a travel CPAP unit) I noted no smell but awoke after using that night with the same reaction. I then called resmed, who said there should be no smell. I tried to report it to the number they referred me to, but no one within the company wanted to take the adverse report, despite being transferred a few times. I called CPAP.com to inform them also and tell them that resmed indicated a chemical smell was abnormal. They were similarly disinterested in taking any adverse event report. FDA safety report ID # (B)(4).